Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A surgeon's nurse contacted our country manager in the (B)(4) and reported that a vns patient was scheduled for full revision surgery for prophylactic replacement of their generator and replacement of their lead related to high lead impedance. The patient had surgery and their explanted lead was returned for analysis and is pending completion. No x-rays will be released for review to the manufacturer. It is unknown if the patient had any fall or injury. Investigation is underway.